Event description:
It was further reported that the atrial lead had oversensing and high to no atrial capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. It was noted that the visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that the atrial lead had high impedance and was suspected of a lead conductor fracture. The lead remains in use; however, the patient has been scheduled for lead extraction. The patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 lead implanted: (B)(6) 2011; 419588 lead implanted: (B)(6) 2011. (B)(4).